Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, patient visited the clinic due to redness and abscess at stoma site. The patient was treated with disinfection of stoma site, oral antibiotic amoxicillin hydrate 750mg, and gentamicin ointment for 5 days.